Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Update (B)(4) 2015 - pfs received. Pfs identified patient dob, height and weight. Update (B)(4) 2015- pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose femoral sleeve. There was no infection and no mention of dislocations. The complaint was updated on: (B)(4) 2015. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup. After review of medical records, patient was revised to address failure left total hip arthroplasty and loose femoral component. Revision notes stated that the sleeve was loose. The acetabular component was well fixed.